Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
An 8f angio-seal vip was deployed in a right femoral artery puncture following a pre-deployment angiogram. A pseudoaneurysm was found twenty-four hours later using ultrasound. It was resolved after twenty minutes of manual compression with ultrasound assistance. The patient has been discharged. The patient received 8000 units of heparin.